Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc. In telephone contact, the complainantinformed that the information about lot number of the product was notavailable.

Event description:
(B)(4) ¿ the dentist reported that 3 months after the dental implant was installed in patient¿s mouth, its non-osseointegration was observed. No further information was provided.